Event description:
On (B)(6) 2013, the lay user/patient¿s father contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter reads inaccurately high compared to her secondary onetouch verio iq meter. The complaint was classified based on additional information obtained from the patient¿s guardian (reporter) during a follow-up call by a customer service representative (csr). The patient is a juvenile diabetic and tests between six to ten times daily. The patient¿s diabetes is managed with novorapid (based on her blood glucose reading and food intake) and lantus insulin. The patient¿s normal blood glucose range is between ¿5.5-7.5mmol/l¿. According to the reporter, the alleged issue began two weeks prior to contacting lfs and just prior to the start of the alleged issue the patient reportedly was exhibiting a symptom of low blood glucose (specifying shaking). Per the reporter, the symptom was possibly due to playing and running a lot earlier. At the time of the alleged issue, the patient reportedly obtained blood glucose readings of ¿6.7mmol/l¿ with the subject meter and ¿3.8mmol/l¿ with her secondary device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. According to the reporter, following the alleged meter issue, the patient reportedly consumed her normal meal as treatment and the patient¿s symptom reportedly improved a short time later. The reporter does not recall if the patient¿s blood glucose was tested (with the subject meter) after treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Control solution was sent to patient. During follow-up call, the csr noted the quality control solution test passed; however, the test strip used during the quality control test may not have been the strips used at the time the alleged issue occurred.